Manufacturer narrative:
Initial

Event description:
It was reported that the ilet displayed a low glucose value of 44 while a concurrent fingerstick measured 64, and the user consumed approximately 3¿4 oz of orange juice; subsequent follow-up showed glucose at 103. Symptoms included hypoglycemia, though the user reported no symptoms at the time. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem or specific device component and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.